Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed by using fluoro and not required to save images. Philips field service engineer (fse) inspected the system onsite and confirmed that there was no exposure. A review of the system logfiles found that the image disk detection error. Upon troubleshooting actions, fse identified that the ippc (image processing pc) image disk bay was not working. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the disk bay. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.